Manufacturer narrative:
(B)(4). The single board computer (sbc) printed circuit board (pcb) was replaced. The pcb was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator and the graphic user interface (gui) display froze and it did not complete the power-on-self test (post). The reported malfunction was not duplicated.

Event description:
It was reported that a ventilator screen was white. There was no patient involvement.